Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This product is not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the sample confirm the reported problem. An ir scan was conducted on the clear fluid and revealed the fluid to be water. A leak test was also performed on the sample by filling the bladder with green color water and then monitored for 24 hours. After 24 hours of monitoring period, no signs of leak were observed inside the housing or on the connected administration tubing. Based on the evaluation findings, the device contained water inside the housing because the device had been exposed to water during patient use. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report of an infusor that leaked during patient therapy. The device was filled with fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.